Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the shuttle stitch pulled out with the inserter during a labral repair using knotless suturetaks. Only one end of the shuttle stitch remained in the joint so it was not possible to complete the knotless mechanism. The anchor was left in place and the repair stitch from a pushlock anchor was used to complete the case successfully.